Event description:
It was reported that foreign material was present on the device. While unpacking the 4.0/14/25 leveen standard there appeared to be mold on the distal end where the tines extend from the device. The device was not used.

Event description:
It was reported that foreign material was present on the device. While unpacking the 4.0/14/25 leveen standard there appeared to be mold on the distal end where the tines extend from the device. The device was not used.

Manufacturer narrative:
Device evaluated by MFR: examination of the returned product revealed one electrode in its original box and unopened tray with product labeling was received. No visible damage to the package or product was observed. An examination of the unopened tray found the array to be extended and crystalline deposit around the circumference of the base of the array and tip of the cannula. The source of the foreign matter in past cases was determined to be an external process at the array supplier, which uses an electropolish compound. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause has been determined to be related to a supplier manufacturing issue. (B)(4).

Manufacturer narrative:
(B)(4).